Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint comp-(B)(4).

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving one patient. This is the second of three reports. Refer to 9611594-2016-00172 for the first report. Refer to 9611594-2016-00174 for the third report. It was reported a t-fastener snapped with the kit prior to using it on a patient. The physician opened two additional kits and the same issue occurred. No additional information provided.